Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced bodily injuries, pain and required multiple surgeries. No other info is available.